Manufacturer narrative:
No patient involved. Concomitant medical products: other relevant device(s) are: product ID: 9733401, serial/lot #: unknown. Unique device identifier (UDI) is unavailable. No devices were returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a fusion system used outside of procedure. It was reported that when powering on the system the monitor displayed "no sync" and the monitor led was amber. The clinical specialist(cs) noted that the computer fan was not running. Technical services (ts) had the clinical specialist change the port the computer used on the isolation transformer and there was no change. The clinical specialist checked the power cable on the computer side and it was loose. After resetting the cable to the fan, it started running and the fusion booted with no issue. No patient was present at the time of event (B)(6) 2019 (rep) new information received. Rep didnt have lot number at this time but also stated was at the site today however the fusion was in use while I was there.